Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 320 mg/dl. The customer was treated with bolus. The customer reported that they had no delivery alarm during bolus. The customer was assisted in performing a 5.0 unit fixed prime. Customer states the insulin exited. The customer was advised to monitor pump. The insulin pump will not be returned for analysis. Concomitant: reservoir 3ml (frn) mmt-332a.